Event description:
According to the reporter: the surgeon encounter difficulties in firing. After firing, it was found that there was an opening due to the staples at the proximal end not being well formed. Suture was performed to loose the opening. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).